Event description:
Major surgery done to knee, 1 week later was seen by md and was told there was a problem. Md took a swab of the pcl allograft prior to implant, report came back "contaminated." Implant was removed. Knee was infected. Md said "pcl" infected. Additional surgery pending. Was treated with an antibiotic.